Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. The distal conductor was distorted with blood/body fluid (not obstructed) and all conductors stretched. The inner insulation was kinked/buckled and outer insulation with cosmetic depression. The helix/lobe was distorted/bent with blood in/on helix/lobe mechanism with tip seal observation; the lead stretched with apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead had dislodged and had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.